Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: the manufacture representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while turning this system off, it would never completely shut down and get stuck with no input detected. The manufacturer representative checked all of the cables and they were all seated properly. No patient was present at the time of the event.